Event description:
It was reported that the implantable cardiac monitor exhibited an error message, a new programmer was used and the issue continued. After a software download the device resumed normal function.

Manufacturer narrative:
(B)(4).